Manufacturer narrative:
This complaint is confirmed. Two photos were received of a hemostar 14.5 fr straight catheter, product code (B)(4). A DHR review showed no issues related to the manufacturing process. That is all that is discernable in the photo. At this time the mechanism of the tears in the bifurcation site is undetermined.

Event description:
It was reported that clinical staff noted the appearance of two cracks in the "y" termination of the catheter. Due to concern that the noted cracks would eventually lead to leaking, the patient was scheduled for surgery to have the catheter replaced.